Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted in a (B)(6) male patient due to secondary normal pressure hydrocephalus (snph) after a subarachnoid hemorrhage (sah) via lumbar¿peritoneal shunt on (B)(6) 2022 with setting 3. The valve was placed with silascon lumbar catheter (manufactured by (B)(4), product code: (B)(4)). On (B)(6) 2022, the ventricle size did not improved and the setting was changed to 2 from 3. On (B)(6) 2022, the ventricle size still did not improved although the shunt contrast had no problem, the setting was changed to 1 from 2. As the the situation did not improved, the valve was removed and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The catheters were irrigated, no occlusion noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no functional issues were noted.